Event description:
The following was reported to hamilton medical ag: after preventive maintenance of our demo device, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. Also I found this tfs and tn from the time, before we have received this device t1 to our company from hamilton medical. 4823/2000-01-01 00:00:15/! /technical event:246010 4824/2000-01-01 00:00:14/!!! /technical event:246006 4825/2000-01-01 00:00:13/!!! /technical event:249004 4829/2000-01-01 00:00:09/tf /431002 4830/2000-01-01 00:00:03/tf /481004 4831/2000-01-01 00:00:02/tf /481004 no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: after preventive maintenance of our demo device, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. Also, I found this tfs and tn from the time, before we have received this device t1 to our company from hamilton medical. 4823/2000-01-01 00:00:15/! /technical event: 246010, 4824/2000-01-01 00:00:14/!!! /technical event: 246006, 4825/2000-01-01 00:00:13/!!! /technical event: 249004, 4829/2000-01-01 00:00:09/tf /431002, 4830/2000-01-01 00:00:03/tf /481004, 4831/2000-01-01 00:00:02/tf /481004. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator being maintained. The root cause was determined to be a defective control board which was replaced. After the replacement of the component no further issues were detected.

Event description:
The following was reported to hamilton medical ag: after preventive maintenance of our demo device, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. Also I found this tfs and tn from the time, before we have received this device t1 to our company from hamilton medical. 4823/2000-01-01 00:00:15/! /technical event:246010, 4824/2000-01-01 00:00:14/!!! /technical event:246006, 4825/2000-01-01 00:00:13/!!! /technical event:249004, 4829/2000-01-01 00:00:09/tf /431002, 4830/2000-01-01 00:00:03/tf /481004, 4831/2000-01-01 00:00:02/tf /481004 . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).